Event description:
Patient presented for ivc filter removal. The device was placed at an outside hospital and reportedly, one failed removal attempt was made at that facility. Due to the placement occurring at another facility, the filter's model, lot, and serial numbers are not available. Prior to removal attempt, spot film imaging of the filter showed it to be fractured. The filter was removed intact except for a leg foot process and half of a filter leg. Attempts made at retrieving the fractured pieces were unsuccessful. Patient and family aware of retained pieces. Unknown implantation date.